Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The returned medical notes were transferred to bioengineering for review. A report was received stating that the root cause is undetermined. Based on the information received and the investigation performed, the root cause of the need for revision was undetermined. The customer did not report a device defect. It is not possible to determine if there was a manufacturing fault. No corrective action is required.a review of manufacturing records did not identify any anomalies. A complaint database search did not identify any anomalies.the complaint shall be closed with an undetermined conclusion; it will be entered into the complaint database and monitored through trend analysis.

Event description:
Information received from kennedys. Formal claim received regarding elite cup hip implant revision. Patient's 2nd right side revision. (B)(4). Patient developed pain in the right thigh and hip. X-rays showed the position of the right acetabular component had shifted. Acet component was revised on (B)(6) 2013.